Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus china sales & marketing (ocsm) for evaluation. Omsc determined that the reported event was caused by degradation. Based on the following information, there is a possibility that the device did not turn on and the front panel flashed because the power supply unit failed due to repeated use for a long period of time. During the device inspection by ocsm, it was confirmed that the front panel flashed due to a failure of the power supply unit. More than 7 years have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to ocsm for evaluation. Ocsm inspected the device and confirmed the following: the device has not been repaired in the past year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by an olympus china representative that the front panel of the device was blinked. The device was used with the standard set. This device is an olympus asset and there was no report of patient injury associated with the event. Then, olympus inspected the device at the service department of olympus china sales & marketing (ocsm) and found that the device failed to start up and the front panel was flickering, due to the converter unit failure.